Event description:
The patient had been treated for subarachnoid hemorrhage (sah) and was back for coiling of an unruptured left middle cerebral artery (mca) aneurysm. At the end of the coiling procedure, the physician noticed clot forming in the mca where a coil was slightly protruding into the m1 branch. Reopro was given but was ineffective at clearing the clot. The clot occluded the mca and the physician chose to use a merci retriever l5 to retrieve the clot. Upon a successful retrieval of the clot the physician saw the mca completely occlude. The occlusion was determined to be caused by a dissection of the vessel wall that he attributed to the merci retriever l5. Physician then deployed a wingsan stent (not manufactured by concentric medical) to cover the dissection and reopen the mca. The stent opened the mca and flow was restored to the mca branches. The patient woke up from procedure intact with a worsening speech deficit. At a one month follow up, speech had returned to baseline prior to this procedure.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for retriever l5 devices that were shipped to the site, lot numbers 32719, 32735, and 32792, were reviewed and no anomalies were found that are related to this complaint.